Event description:
It was reported that the patient experienced inadequate pain relief since implant. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted implantable pulse generator (ipg) and leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7118982/7119832.